Event description:
Customer reported that the device broke at the hub connection during implant. The device was removed from service and replaced. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. This is one of two medwatch report being submitted as two separate devices were used. See 2210968-2008-01000 for the other medwatch. The same pt is represented in each medwatch.